Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that a t-shot was performed, and the latch harness was found to be damaged. One connector had a broken wire, which prevented the door from functioning correctly. A field service engineer replaced the harness, cleaned and treated the contact points, and resumed testing. No further issues were noted. All bus and harness connections were verified, and door/latch operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manager door failed to unlock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.